Event description:
It was reported to philips that fluo storage failure occurred due to an image disk problem during diagnostic use on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the image disks and provided a workaround solution to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).